Event description:
A malfunction was reported on the customer's pump with a code displayed as malf 3, but there was no adverse impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support resolved the issue by arranging for a replacement pump with updated software to be sent to the customer, providing necessary instructions and ensuring training availability. The customer was informed about the shipping process and instructed on how to prepare and return the malfunctioning pump.